Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc121400/ serial #(B)(6) / UDI #(B)(4) as a component of the same system. Catalog #pla280300/ serial #(B)(6)/ UDI #(B)(4) as a component of the same system. Catalog #rlt261414/ serial #(B)(6)/ UDI #(B)(4). Catalog #plc201200/ serial #(B)(6)/ UDI #(B)(4). A.4. Patient weight: asked but unavailable. D.10. Concomitant medical products and therapy dates: apixaban, atorvastatin, carvedilol. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The aneurysm size at the time of the procedure is unavailable. An rlt261414 trunk-ipsilateral leg component and plc201200 contralateral leg component were successfully implanted. On (B)(6) 2022, a reintervention was performed due to aneurysm enlargement with no apparent endoleak. No gore representative was present at the case. A plc121400 contralateral leg component, plc141000 contralateral leg component, and pla280300 aortic extender component were used to treat the aneurysm enlargement. On (B)(6) 2025, the patient underwent reintervention again for continued aneurysm enlargement with no apparent endoleak. The aneurysm measured approximately 6.5 to 7.0 cm and the gore representative was made aware of the ongoing enlargement at this time. An additional plc121400, plc141000, and pla280300 were used to reline the previously implanted devices. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c21 updated to code c19. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, aneurysm enlargement.